Manufacturer narrative:
The investigation determined that non-reproducible, falsely elevated vitros tropi results were obtained from two patient samples and a troponin I-free sample processed on a vitros eciq immunodiagnostic system. The most likely assignable cause of this event was instrument related. Prior to service actions being performed, a troponin I precision test was outside acceptable guidelines. An ocd field engineer performed service actions to multiple analyzer subsystems to return the eciq system to expected performance. Following these action, acceptable vitros tropi precision was observed. In addition, the investigation could not determine if the customer had processed the patient sample outside the sample collection tube manufacturer's recommendations for centrifugation time and speed. Therefore, it is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Therefore, the effect of improper sample processing could not be ruled out as a contributing factor. Based on historical quality control performance, there was no indication that a reagent related issue contributed to the event. The assignable cause of the event is most likely instrument related. However, a pre-analytical sample processing issue cannot be ruled out as a potential contributing factor.

Event description:
The customer observed higher than expected vitros tropi results obtained from two patient samples and a troponin I-free sample processed on a vitros eci q immunodiagnostic system. Patient 1 tropi: 0.120 and 0.140 ng/ml versus expected <0.012 ng/ml. Troponin I free sample: 0.1001 ng/ml versus expected <0.012 ng/ml. Patient 2 tropi: 0.155 ng/ml versus expected <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The results were not reported from the laboratory as laboratory protocol requires samples with critical values to be repeated prior to reporting. There was no allegation of patient harm as a result of the event. (B)(4).